Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fatal peritonitis. The cause and treatment for the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient passed away. The cause of death was reported to be due to the peritonitis. It was not reported if pd therapy was ongoing at time of death or if an autopsy was performed. No additional information is available.